Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The rivet hole is torn out, the rivet fell out. The rivet hole is torn out. The opposite rivet has broken out at the rivet foot. The instrument had been in use for around 17 years. The broken rivet in particular should have been discovered during the mandatory inspection before and after use. Corresponding notes are already in the IFU. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline outer sheath/forceps insert. According to the information received, the insert broke during use. Information about patients health was not provided. Additional patient information is not available.